Event description:
Guidant received information that during implant, the helix mechanism was unable to be extended on this transvenous pacing lead. Fluoroscopy revealed that the distal tip of the lead was bent. The lead was removed and a new transvenous pacing lead was implanted. The physician noted that there was resistance due to existing hardware and speculates that the issue with the first attempt may have been caused at that point. Guidant received additional information that during the same procedure, during device based testing, this cardiac resynchronization therapy-defibrillator (crt-d) exhibited noise on the atrial channel and diminished p-wave measurements. The lead was disconnected and measurements with a pacing systems analyzer were appropriate. The lead was reconnected to the device, however, the noise was again observed.